Event description:
N95 tb mask strap breaks while pt was coding. Rn had to go through several masks. Staff at risk. Product is alpha protech n95 mask product # 695, samples of defective product lot # (B)(4) and the rest of lots returned to MFR. I was just involved in a code blue on 2 north in the isolation room. The pt is on respiratory isolation for possible tb. All of the code team members applied the appropriate isolation ppe, including n95 masks, prior to entering the room. However, several of us had major issues with our masks. The straps kept breaking causing the masks to fall off of our faces. I personally went through 4 masks during the 30 minute code and was potentially put at risk because they would either fall of my face or I would have to catch it from falling with my dirty gloved hand. In addition, the last two masks I was handed to don were lacking the metal chin strap that is needed to ensure a good fit. These masks need to be pulled immediately as they are a danger. I ended up leaving the code with one of the masks that lacks a metal chin strap in my pocket so I have it if you need the info from it.